Event description:
During an atrioventricular node reentry tachycardia procedure, there were display and noise issues on the catheter resulting in a delay to the procedure. After the catheter was connected to the system and inserted into the patient, it was noted that the shape of the catheter displayed abnormal in the three-dimensional system and there was no potential at electrode 1 and electrode 2. The connection line was checked, the radiofrequency instrument was restarted, and the system was restarted, but with no resolution. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One uni-directional, curve d, flexibility sensor enabled ablation catheter was received for evaluation. The device met specifications during electrical and polarity testing with no open or short circuits detected. In addition, the catheter shaft deflected when the steering mechanism was actuated and met specifications for curve shape. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the display/noise issues and subsequent delay remains unknown.